Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced horrible low and passed out twice. It was reported that the customer had high blood glucose levels of 20.8 mmol/l and 21.6 mmol/l. The customer stated that he treated with food. The customer reported that they had low blood glucose levels ranged from 3.5 mmol/l to 4.0mmol/l. It was reported that the insulin pump did not wake him up and he does not trust the insulin pum settings. The customer stated that the drive support cap was normal. The customer reported that she believed that she had two seizures. The customer stated that she see air bubbles at the top of the reservoir. The customer was advised to contact health care professional. The product is not expected to return for analysis. Product is not expected to return for analysis.